Event description:
It was reported that the customer was hospitalized for high blood glucose a month ago. It was stated that the customer had a bent cannula and the insulin pump did not alarm no delivery. Performed a high pressure test and the insulin pump passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.